Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The type ii stenosed target lesion was located in arteriovenous fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was connected the pump and advanced for dilatation. After the balloon reached the lesion, inflation was performed at 18 atmospheres; however, the balloon failed to prime. The device was withdrawn and inflated the pump, and it was found that the balloon was burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon inflated two times, and during the second inflation the balloon was burst. The device was removed through sheath.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The type ii stenosed target lesion was located in arteriovenous fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was connected the pump and advanced for dilatation. After the balloon reached the lesion, inflation was performed at 18 atmospheres; however, the balloon failed to prime. The device was withdrawn and inflated the pump, and it was found that the balloon was burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.